Event description:
During a pta to the left renal artery, the balloon ruptured at 10 atmospheres. The target lesion was heavily calcified, tortuous, and had a stenosis level of 97%. The procedure was succcessfully completed, but no info is available as to which product was used. There were no reported adverse effects to the pt. No additional procedural info is available. The product is not available for eval and testing.